Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/20/2019. Device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant. During evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation (mre) was performed for the finished device number 265874, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Concomitant products: 800cc mentor memorygel breast implant, catalog #3508001bc, lot #265876. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent primary breast augmentation with 700cc mentor memorygel breast implant experienced left sided rupture post procedure. An ultrasound report from (B)(6) 2019 revealed left sided rupture. On (B)(6) 2019 bilateral prosthesis replacement with a 700cc mentor memorygel breast implant (left) and an 800cc mentor memorygel breast implant (right) was performed.